Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 14-aug-2019, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged that the pump threw and error code but the reporter was unable to identify what the code was due to another issue reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-oct-2019 with the following findings: a review of the black box data showed a cs 064 alarm on the event date. During testing, the pump rewind, load and prime steps were performed successfully and the was exercised for 12 hours with no cs 064 call service alarms occurring. The complaint of an error message was a shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.